Event description:
It was reported following a percutaneous coronary intervention (pci), the physician did not advance the collagen with the tamper tube when pulling back on the angio-seal device during the deployment procedure. The collagen became exposed to air and remained outside the pt's body. The user then attempted to advance the collagen with the tamper tube; however, the collagen could not be placed inside the pt. Again, using the tamper tube, the user applied force. The device was induced inside the pt, however, the collagen separated from the suture. Manual pressure was applied and the anchor and suture remained in the pt with the anchor reportedly close to the vessel wall; the tension spring was placed overnight. The following day the pt underwent surgery to repair the vessel. The anchor and suture were left in place. An ultrasound confirmed no further complications and the pt was later released in good condition.